Event description:
It was reported that pump declared altitude alarm and customer later contacted support to discuss repeated occurrence and possible cause. There was no reported impact to the customer¿s blood glucose level, as caller declined to provide information and no issues were described. Customer had already used online technical support to resolve event, insulin was not suspended at time of call, cartridge was not replaced, and insulin delivery was resumed with original cartridge; technical support advised customer to regularly clean speaker holes and provided tips to prevent future altitude alarms, which customer understood and acknowledged, and no further actions were reported.